Event description:
The customer reported that the system is showing too low spo2-value. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting address state (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personal to evaluate the device in question. The rse indicated during an evaluation of the system that the system spo2 value was inaccurate. The customer attempted to use multiple spo2 sensors. The customer ultimately had to use a blood gas measurement to get an accurate reading for the patient. No additional information was available for the cause of the sensor issue.